Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced a severe low blood glucose (bg) event, with a reported nadir of 29 mg/dl, resulting in a seizure and loss of consciousness. The ilet provided a low bg alert. The user was transported to the hospital by ems. Upon arrival, bg was reportedly above 180 mg/dl, and the user received insulin and pain medication. The user was discharged on (B)(6) 2025 with no long-term complications reported.